Manufacturer narrative:
MDR 3003442380-2024-04169 - device 3 of 10. (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced ten infusion set cannula bent events between (B)(6) 2024. All the events occurred within 12 hours of insertion. The insertion site was at abdomen and thigh. Blood glucose levels were reported to be high (specific value unknown) at the time of event. Patient took correction injection via mdi to address the event. He replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.